Event description:
Reportedly, the device was explanted at implant. The surgeon told the sales rep that the valve was already in place and then, before knotting, he saw the withdrawal in the leaflet. He continued with the implant and post-hlm he saw an mi +1-2. Then he decided to change the valve to a different model valve. The surgeon saw the defect before knotting the sutures. He was not sure if it was there when he took over the valve from the nurse or if the valve was still ok at that point. Translated op report summary: explant of a mechanical valve (implanted 2010), due to pvl and endocarditis. Implant of a 29mm perimount. Before knotting down the valve, a strange withdrawal of a commisure was noticed. Water tests showed a small central jet, which might get better afterwards. After disconnecting hlm, a moderate central jet was seen on tee, which was not acceptable. Therefore, re-connected hlm and removed the valve. A withdrawal of 2 leaflets at a commisure was seen which led to insufficiency. At time of reporting, the patient was hospitalized and stable.

Manufacturer narrative:
(B)(4) suture loop. Evaluation summary: as received, the valve exhibited characteristic markings which indicated a suture was looped around commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 2 and 3. These indentations were most likely left by a suture that was tied tightly down against commissure 3. No inconsistencies were noted in the x-ray as the wireform is intact. X-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The reference to endocarditis occurred roughly 3 months prior to this event and involved a prior prosthesis (non-edwards device). Patient was treated with antibiotics for 3 weeks. This infection was resolved and had no influence on the explant of this device. Echo was not provided. Conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.